Manufacturer narrative:
Investigation of the returned device found that no suture or t¿s were on the delivery needle. No suture or t¿s were returned for evaluation. The distal end of the delivery needle is bent and twisted. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The IFU instructs the end user ¿if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary¿. No root cause related to the manufacture of the product can be determined. No further investigation is warranted. (B)(4).

Event description:
During a meniscal repair using the fast-fix 360 curved ndl delivery sysfast-fix 360 curved ndl delivery sys, it was reported that the device would not deploy t2 after first implant fired the mechanism did not retract for second implant. T1 was removed with suture cutter & graspers. Back-up used to complete repair.